Manufacturer narrative:
(B)(4). The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm occurred during peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.